Event description:
While cleaning the mattress after the patient discharged, our housekeeper stated that he sprayed the cleaning solution (3m rct concentrate 40l) to the mattress, the mattress coating bubbled, and the mattress was compromised. Emergency medical services (ems) supervisor promptly came to the bedside to assess the cleaning solution and could not determine why bubbling occurred. The bed was removed from service immediately, a work order was placed, and a new bed was ordered and placed in the patient's room.